Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection <<noted the helix was extended partially. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant it was not possible to extend the helix of this lead in the patient's body, thus a new lead was used. This lead was returned for analysis. No adverse patient effects were reported.